Manufacturer narrative:
The exposed portion of the soft cannula was found to have a tear and cause a leakage. Fluid was observed exiting the tear. The tear was confirmed to have caused an insulin delivery failure. No other damages or defects were found with the device that would result in the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient's father that the patient's blood glucose level rose to 300mg/dl. The pod was worn for 12 hours on the leg. Investigation of the device found a tear in the soft cannula.